Event description:
It was reported that the dso (downstream occlusion) seal was ripped and bubbled. The event occurred during testing.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.